Event description:
The customer contact reported the pt did not receive the medication as intended. The homecare pt was to receive ancef 1.5gm every 8 hours via a PICC line. During a routine homecare visit, the nurse noted the container was still full. The nurse reviewed the pump history and found no alarms. The nurse reported that the tubing set could not be purged via the pump. The tubing set was replaced and the therapy was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.